Manufacturer narrative:
The device has been received for evaluation, however, the evaluation is still in process. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported to baxter that in 2009, a baxter small volume infusor had its reservoir rupture during filling. The device was being filled with 5fu (1100mg) and sodium chloride (nacl) 0.9%. The total fill volume was 48ml. There was no patient involvement. No additional information is available at this time.